Manufacturer narrative:
No additional adverse patient effects were reported. Available information suggests the lead remains implanted. No further information was available.

Event description:
Boston scientific received information that the patient implanted with this transvenous defibrillation lead reported that after his device was implanted in 2004, some muscle tissue attached onto a valve and caused a heart murmur. The patient reported that the physician went in and trimmed the muscle tissue, and this resolved the issue. The patient did not report which valve required repair.